Manufacturer narrative:
As of the date of this report, the vessel sealer extend instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vessel sealer extend instrument did not adequately seal the patient's tissue. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend "quit working". The instrument was replaced with a new vessel sealer extend. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter stated the surgeon noted immediately that the vessel sealer extend did not coagulate the tissue and elected to switch to a cautery hook. There were no audible tones, error codes, and no thermal affect observed. The initial reporter stated that the patient experienced bleeding and the target tissue was not greater than seven millimeters. No medical interventions or blood transfusions were needed. The surgeon later switched back to the vessel sealer extend and checked connections; however, there was no heat produced and the issue persisted. The customer opened and used a new vessel sealer extend and the issue was resolved. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was not able to confirm the customer reported failure as the instrument was returned with power cord cut off. The instrument was able to be placed on an in-house system and could be driven intuitively through all range of motions. The range of motion is measured in degrees of a circle through which an instrument's distal end tip can be extended and flexed. The electrical continuity test failed from the conductor wire on the distal clevis (insulation was intentionally removed), to the jaw electrode, indicated by the jaw that does not have the ceramic dots. The instrument was analyzed via x-ray and the conductor wire was confirmed to be broken at the weld. It is likely that the break occurred after the instrument was in use.